Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken d1 on display board, due to led failed. Replaced corrosion case and replaced broken mount rbr motor 8100. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the led red hi brt 1608smd. A review of the device history record for sn (B)(4) was performed from 11/08/2012 to 08/31/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
(B)(4).

Manufacturer narrative:
Correction: b5.

Event description:
Customer reported fails pm.